Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Screw missing from mics handle which in turn caused the handle to fall off and the straight saw attachment locked in mics. Protocol x-ray to make sure the screw was not in the patient. Tka case delayed 5-10 minutes.

Manufacturer narrative:
Reported issue the screw in the handpiece handle was loose/fell out. Product history review device history records indicate 25 devices were manufactured under lot k08en and 25 including 4201162 were accepted into final stock on 03/06/2017. Complaint history review a review of complaints related to (B)(4) shows 0 additional complaint(s) related to the failure in this investigation. Complaint pr: n/a. Visual inspection visual inspection revealed no physical damage of unit. The screw was outside of the unit. Dimensional inspection dimensional inspection was not completed visual inspection clearly shows the failure of the device. Material analysis material analysis was not completed because the failure was functional. Functional inspection the handpiece motor and electronics function as intended. Conclusion the screw holds the handle in place. If the screw backs out then the handle can fall.

Event description:
Screw missing from mics handle which in turn caused the handle to fall off and the straight saw attachment locked in mics. Protocol x-ray to make sure the screw was not in the patient. Tka case delayed 5-10 minutes.